Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, d10, g3, g4, g6, h1, h2, h11. Corrected section: b3. D10: pn 110027734, ln 66157394. Pn 115310, ln 995290 . Pn 180552, ln 826360. Pn 180553, ln 372860 . Pn 180553, ln 919200. Pn 180553, ln 919280. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g3, g6, h1, h2, h3, h4, h6, h11. The following section was corrected: d6b. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: 110027734 lot: 66157394 compr vrs glen pps min tpr adr. Unknown glenosphere. Unknown bearing. Unknown peripheral screw(x2). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01969, 0001825034-2024-00928, 0001825034-2024-00929, 0001825034-2024-00930, and 0001825034-2024-00931.

Event description:
It was reported patient was revised due to fracture of the glenoid and dislocation of the bearing and glenopshere approximately 5 months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.